Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#: (B)(6), implanted: (b)(3) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 31-jan-2008, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 240 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The hcp reported that there was a micro-fracture in the catheter, and they had been bringing down the dose of the patient's pump. Per the hcp, the issues started about a year ago and the patient had been doing well but last week the patient started experiencing some symptoms of withdrawal again. The hcp stated they would like to change the drug concentration to 500 mcg/ml and increase the boluses to improve the delivery of the intrathecal baclofen and asked how to program it. It was reviewed that dosing and any changes in the boluses could be programmed when the drug was changed, and the changes would take effect after a bridge bolus was completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information recieved from healthcare provider (hcp) stated that actions/interventions taken to resolve the micro-fracture in the catheter were flex infusion and oral baclofen. It was noted that patient was not going to undergo any surgeries surrounding this event. The patient's weight was listed as 99 kg at the time of this event.